Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: the pump was returned with the battery compartment cracked along the side. Investigation confirmed the complaint. Unrelated to the original complaint, the down arrow and ok buttons were over responsive. The remainder of the buttons had normal response. There was no physical damage to the keypad. The keypad cover was removed revealing the down arrow and ok button contacts were cracked.